Event description:
Esophagogastrectomy procedure. Ralc45 dlu was placed across the esophagus with the cs29 anvil inside the lumen of the esophagus. The device was fired and the staples were observed to be malformed and incomplete. There was an opening in the esophagus where the staples were unformed. Inspection of the device showed that the knife blade had not fully retracted, and was skewed at an angle above the cartridge side of the instrument. The surgeon felt that there was a possibility that the device may have been attempted to be closed down on the anvil center rod before it closed down on tissue. A purse-string was placed on the esophagus and completed the anastomosis with a cs29 dlu without further incident.

Manufacturer narrative:
Results: upon analysis, there was a dent in the middle of the staple holder assembly. The knife failed to retract to its original position and it was exposed. The obstruction was accidentally clamped down between the ralc45 jaws causing the cartridge to buckle and produce malformed staples. Summary: according to the surgeon, ralc45 was fired and the staples were malformed and incomplete. Their was an opening in the esophagus where the staples were unformed. Inspection of the device showed that the knife blade had not fully retracted, and was skewed at an angle above the cartridge side of the instrument. Upon analysis, there was a dent in the middle of the staple holder assembly besides knife failed to retract to its original position and it was exposed. The obstruction was accidentally clamped down between the ralc45 jaws causing the cartridge to buckled and produced malformed staples. The pictures below show the severity of the damaged cartridge. Root cause; the obstruction was accidentally clampled down between the ralc45 jaws.